Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked and smelled like insulin. The customer's blood glucose level was 500 mg/dl and it was addressed with a manual injection. The customer loaded a new cartridge.